Event description:
The patient went through something (not specified, store security?) That made her deep brain stimulator turn off. She turned therapy back on with the patient programmer. Overall she was pleased with the results of her deep brain stimulator surgery and was no longer having problems with her implanted system. She was slowly being weaned off requip.

Manufacturer narrative:
(B) (4).